Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 900 mg/dl at the time of incident. The customer's blood glucose was over 900 mg/dl at the time of hospitalization. The customer's blood glucose was 131 mg/dl at the time of call. The customer stated that they were vomiting. The customer stated that they treated the blood glucose with insulin pen. The customer also stated that they called emergency medical services. The customer stated that the buttons were unresponsive and the piston came out of the insulin pump. The customer stated that they were wearing the insulin pump during hospitalization. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent express bolus, escape, act, up and down arrow buttons response due to flattened button dome switches. The lcd keypad connector was not found unlocked during our visual inspection. The insulin pump had normal operating currents and passed the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The motor and motor slide functioned properly during our testing; no motor or motor slide anomaly noted. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.